Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
Advocate stated her daughter was hospitalized because her contour next link 2.4 read 110 mg/dl higher than her pump. Also, when the nurses performed blood tests with the hospital meter, the readings also showed a 110 mg/d difference. Further details were not provided, except that the daughter was feeling sick. Depending on the specific readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer. Strip information was not provided.

Manufacturer narrative:
Additional information regarding lot number of contour next test strips was received. Sections have been updated with lot number, expiration date and manufacturing date of the strip.